Event description:
Customer reported that she found a large air bubble in the reservoir. Customer had not connected the infusion set; customer inserted the infusion set and was instructed to perform prime to purge the bubble by filling the tubing. Customer did not see the large bubble in the tubing after filling the tubing but stated that she was able to removed the air bubble. Customer stated the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Blood glucose value is 176 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.